Manufacturer narrative:
The results of the investigation are inconclusive since the device was discarded and not returned for analysis. Based on the information received, there was no malfunction observed on the device and it was explanted prophylactically since the patient was pacemaker dependent.

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable throughout the procedure.